Event description:
It was reported to philips that the device had bent battery pca pins. There was no patient involvement.

Event description:
It was reported to philips that the device had bent battery pca pins. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The reported issue was confirmed. Upon conclusion of the evaluation, the fse determined that the display cover needed to be replaced. The device remains at the customer site and no further evaluation is required at this time.